Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited high capture threshold. No interventions were performed and no adverse patient effects were reported.